Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings:on investigation, the alleged button tactile issue was duplicated. The pump powered up to a dim verify screen with auditor and vibratory features. The keypad cover had peeled off from the base and was not returned with the pump. The keypad button connector wire was damaged and cut in two places; as a result, the keypad buttons were unresponsive and could not be tested.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the keypad was missing and the up, down, and ok keypad buttons were under responsive. There was no reported moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.